Event description:
The pt presented with a ruptured anterior communicating aneurysm, diffuse subarachnoid hemorrhage and intraventricular hemorrhage for which an external ventricular drain had been placed. Two coils had successfully been detached in the aneurysm without incident. During the placement of a further seven coils [including the subject device] the physician "felt there was some possible thrombus at the neck of the aneurysm". The balloon was removed and this appeared to improve the flow but "there was still the suspicion of possible platelet aggregation". Angiography taken after the placement of the final coil suggested there was a filling deficit at the base at the aneurysm at the junction of the a1/a2 segment of the right anterior cerebral artery (aca). Nine mg of reopro was infused into the a1 segment of the right aca. Angiography taken after five minutes revealed the thrombus to be worsening and additional reopro was administered to a total dose of 29 mg. Angiography demonstrated the thrombus to be resolving with no additional branch vessels occluded and inhibition was measured at greater than 90%. The aneurysm was noted to be completely occluded. The event was considered resolved without residual effect by the physician.